Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported the insulin cartridge was leaking and she noted a strong smell of insulin in the pump. On (B)(6), 2011, the patient's morning blood glucose reading was 200 mg/dl; at 10:00 pm the patient's readings were 260 mg/dl and 280 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels, or seeking medical attention. Troubleshooting revealed there was no moisture in the cartridge compartment. There was no adverse event associated with this issue.